Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with the current manufacturing procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for saline breast implants for the period of (B)(6) 2019 through (B)(6) 2021, was noted an outlier in mar-20. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: infection; deflation.

Event description:
Patient reported right side deflation and infection. Device remains implanted.